Event description:
It was reported that an aseptico endo dtc failed to auto-reverse properly, possibly causing a file to separate; the canal was filled with the separated piece in place.

Manufacturer narrative:
Because the unit is not available for evaluation, and since separation of a file could necessitate medical/ surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability. The file separation will be reported via asr, as appropriate. The device was not returned for evaluation and the lot number was not provided for retained/product testing and/or DHR review.